Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested onsite service by a field service engineer (fse). This investigation is ongoing.

Manufacturer narrative:
(B)(6).